Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pem197, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the fixation tab came off the suture there were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). One opened sample of product code sxpp1a300, lot pem197 was received for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.